Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found no trouble and were unable to reproduce the reported issue. Upon initial inspection, there was no damage, blade exposed, or significant debris between the grips of the instrument. The instrument was placed on an is3000 system and passed a self-check, intuitive motion test, functional test and energy test. Electrical continuity from the pins to the grips passed. A wet paper towel was held between grips and began to smoke when the seal pedal on the ssc(blue pedal on surgeon side cart) was pressed. Grip force test was performed as additional testing and all readings were above the minimum requirements. The gap and grip offset were verified and in normal range. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci surgical procedure, a vessel sealer instrument was not sealing properly. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.